Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No ramping display on its own anomaly was noted. Unit was tested after cleaning the keypad traces. Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The drive support disk was inspected and no anomaly was noted. No displacement anomaly was noted. The motor was tested outside the device and passed.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 65 m/dl at the time of admission, and 267 mg/dl at the time of the call. The customer experienced symptoms such as falling and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was high when they put back the pump in the hospital and the pump buttons were unresponsive. The customer stated the pump drive support cap was sticking out. Troubleshooting was not completed due to the keypad issues. The insulin pump will be returned for analysis.